Manufacturer narrative:
Please note, section b5 updated. This report was inadvertently submitted and reports of this nature typically do not meet zoll's reportability requirements. The device was evaluated by a zoll field representative at the customer's facility; the customer's report was duplicated and attributed to a damaged printer door. The printer door was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's recoder door was broken.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a " defib charging error" message. Complainant indicated that there was no patient involvement in the reported malfunction.